Manufacturer narrative:
Pump passed the displacement test. The unit was received with a compromised force system sensor alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the error test, prime, excessive no delivery, occlusion due to system sensor alarm. Pump received with normal operating current. Pump passed self, off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. No further details given.